Event description:
It was reported that the patient was admitted to the emergency department overnight for severe chest pain and dizziness. The patient's blood pressure remained in the 80 mmhg range since admission. The patient's lactate dehydrogenase was slightly elevated, but they were hemolyzed. The patient's haptoglobin was less than 10 milligrams per deciliter (mg/dl) the international normalized ratio (inr) was within goal at 2.38. The patient's chest pain was still present but slightly improved and they were ambulatory without difficulty. Multiple power and flow surges with power and flow over 10 watts (w) and 10 liters per minute (lpm) respectively were noted. The backup battery (ebb) was expired and was listed on every recording. An ebb replacement was planned. The event log files captured 22 power spikes over 10 w on (B)(6) 2024 and (B)(6) 2024. The power and flow appeared to be trending upward. The event log files noted that power and flow returned to baseline values on (B)(6) 2024 and captured some ebb fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the reported elevations in pump power/flow were confirmed via the submitted log file; however, a specific cause for the change in pump parameters cannot be conclusively determined. A direct correlation between the reported event and (B)(6) cannot be conclusively determined. The submitted log file contained events spanning from (B)(6) 2024. Intermittent elevations in pump power/estimated flow were captured on (B)(6) 2024, with motor power varying from 10.1 watts to 13.4 watts. Throughout the log file, the pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use rev. C is currently available. Section 1, "introduction," outlines potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. This section addresses pump speed, power, flow, and pi (pulsatility index), and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4, "system monitor," states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.